Event description:
Physician imperfectly placed an optimesh device in the l4 vertebral body in a pt with a previous l4-l5 interbody infusion (including pedicle screws from a different manufacturer). Upon re-injury, the pt developed radicular pain and numbness. One of the pedicle screws at l4 had pulled out and the vertebral body partially collapsed. MRI showed that the spinal canal was 50% compromised at l4. Loose bone fragments in the canal were noted. Pt underwent revision surgery and the optimesh device was cut by the surgeon contrary to recommendation. The revision surgery was successful.